Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') and embedded device ('essure device is located in the myometrial thickness of the uterine fundus') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty" on (B)(6) 2009. The patient's medical history included appendectomy, fibroadenoma of breast and cervical conisation. Concurrent conditions included body mass index normal (22.3). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm") and endometrial disorder ("frayed endometrium"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints"), complication of device insertion ("placement of essure are performed with difficulty") and complication of device removal ("essure removal incomplete"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral laparoscopic salpingectomy and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, psoriatic arthropathy, polyarthritis, uterine spasm, endometrial disorder and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered embedded device, endometrial disorder, fallopian tube perforation, genital haemorrhage, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2018: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Laparoscopy on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Pathology test on (B)(6) 2018: bilateral salpingectomy sample fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure). Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure; on (B)(6) 2018: uterus (hysterectomy): proliferative endometrium. Adenomyosis. Uterine leiomyoma. Cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. X-ray on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device is located in the myometrial thickness of the uterine fundus') and fallopian tube perforation ('organ perforation') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty" on (B)(6) 2009. The patient's medical history included appendectomy, fibroadenoma of breast, cervical conisation and endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion). Previously administered products included for an unreported indication: iud until (B)(6) 2009. Concurrent conditions included body mass index normal (22.3). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), device expulsion ("essure device is located in the myometrial thickness of the uterine fundus"), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints"), complication of device insertion ("placement of essure are performed with difficulty") and complication of device removal ("essure removal incomplete"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral laparoscopic salpingectomy and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device, device expulsion and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, uterine spasm, psoriatic arthropathy, polyarthritis and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on 03-dec-2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: linear image of metallic density in the uterine fundus, very close to the serosa or perhaps even affecting the serous part of the uterine fundus. Conclusion: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Hysteroscopy - on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Pathology test - on (B)(6) 2018: bilateral salpingectomy sample. 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure). 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis proliferative endometrium. Adenomyosis. Uterine leiomyoma. Cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: aemps reference received. Pathology test details updated, event frayed endometrium at insertion was considered medical history. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') and embedded device ('essure device is located in the myometrial thickness of the uterine fundus') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty" on (B)(6) 2009. The patient's medical history included appendectomy, fibroadenoma of breast and cervical conisation. Concurrent conditions included body mass index normal (22.3). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm") and endometrial disorder ("frayed endometrium"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria hospitalization and intervention required), device expulsion ("essure device is located in the myometrial thickness of the uterine fundus"), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints"), complication of device insertion ("placement of essure are performed with difficulty") and complication of device removal ("essure removal incomplete"). The patient was hospitalized from (B)(6) 2018 and then from (B)(6) 2018. The patient was treated with surgery (bilateral laparoscopic salpingectomy and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device, device expulsion and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, psoriatic arthropathy, polyarthritis, uterine spasm, endometrial disorder and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered device expulsion, embedded device, endometrial disorder, fallopian tube perforation, genital haemorrhage, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Pathology test - on (B)(6) 2018: bilateral salpingectomy sample 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure) 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure; on (B)(6) 2018: uterus (hysterectomy): - proliferative endometrium. - adenomyosis. - uterine leiomyoma. - cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device is located in the myometrial thickness of the uterine fundus') and fallopian tube perforation ('organ perforation') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty" on (B)(6) 2009. The patient's medical history included appendectomy, fibroadenoma of breast, cervical conisation and endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion). Previously administered products included for an unreported indication: iud until (B)(6) 2009. Concurrent conditions included body mass index normal (22.3). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), device expulsion ("essure device is located in the myometrial thickness of the uterine fundus"), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints"), complication of device insertion ("placement of essure are performed with difficulty") and complication of device removal ("essure removal incomplete"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral laparoscopic salpingectomy and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device, device expulsion and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, uterine spasm, psoriatic arthropathy, polyarthritis and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018, a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2018: linear image of metallic density in the uterine fundus, very close to the serosa or perhaps even affecting the serous part of the uterine fundus. Conclusion: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Hysteroscopy: on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications. Laparoscopy: on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Pathology test: on (B)(6) 2018: bilateral salpingectomy sample. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure). Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis: proliferative endometrium. Adenomyosis. Uterine leiomyoma. Cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. X-ray: on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device located in myometrial thickness of uterine fundus'), fallopian tube perforation ('organ perforation') and device breakage ('small (less than 3 mm) hyperdense image suggesting foreign body in lumen of a pelvic small bowel loop') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty" on (B)(6) 2009. The patient's medical history included seborrheic keratosis on (B)(6) 2018, contusion (suffered aggression, trauma to right shoulder, with entrance door.) On (B)(6) 2015, weight loss (asthenic, morning vomiting) on (B)(6) 2015, cerebro-asthenic syndrome on (B)(6) 2015, synovitis on (B)(6) 2015, left quadriceps tendinitis (left quadriceps) on (B)(6) 2015, shoulder sprain on (B)(6) 2014, chondropathy on (B)(6) 2014, cervical intraepithelial neoplasia I on (B)(6) 2014, papilloma viral infection (genotypes 16,18 and / or 45. Loop conization in (B)(6) 2014) on (B)(6) 2014, flu on (B)(6) 2014, ligament sprain (after left ankle twist) on (B)(6) 2013, spider vein on (B)(6) 2012, hemorrhagic ovarian cyst on (B)(6) 2009, spondylolisthesis (l5-s1 grade 1) on (B)(6) 2009, lumbalgia in (B)(6) 2009, headache (CT scan unremarkable) on (B)(6) 2008, dizziness on (B)(6) 2008, appendectomy, fibroadenoma of breast, cervical conisation, endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion), smoker, anxiety, sciatica, multigravida (3), parity 2 (vaginal), elective abortion (1) and chalazion. Menarche. 14. Regular menstrual rhythm. Previously administered products included for headache: naprosyn; for an unreported indication: iud from 2007 to (B)(6) 2009. Concurrent conditions included body mass index normal (22.3). Concomitant products included erythromycin from (B)(6) 2010 to (B)(6) 2010, hydrocortisone since (B)(6) 2010 and triamcinolone since december 2009 for chalazion, dexamethasone since (B)(6) 2010, diclofenac since (B)(6) 2010 and paracetamol;tramadol hydrochloride (pazital) since (B)(6) 2010 for lumbalgia, tetrazepam (myolastan) since (B)(6) 2010 for lumbalgia and sciatica, dexamethasone (fortecortin) since (B)(6) 2011, dexketoprofen trometamol (enantyum) since (B)(6) 2011 and metamizole magnesium (nolotil) since (B)(6) 2011 for sciatica and ibuprofen since (B)(6) 2014 for shoulder sprain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On (B)(6) 2009, the patient experienced metrorrhagia ("excessive bleeding, metrorrhagia"). On (B)(6) 2018, the patient experienced device expulsion ("essure device located in myometrial thickness of uterine fundus, x-ray right essure more displaced"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal incomplete"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints") and complication of device insertion ("placement of essure are performed with difficulty"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with etoricoxib (arcoxia), prednisone and surgery (bilateral laparoscopic salpingectomy (B)(6) 2018 and total laparoscopic hysterectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device and device expulsion had resolved. At the time of the report, the device breakage, complication of device removal, pelvic pain, metrorrhagia, uterine spasm, psoriatic arthropathy, polyarthritis and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered complication of device removal, device breakage, device expulsion, embedded device, fallopian tube perforation, metrorrhagia, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2014: 38.8 s. Blood test - on (B)(6) 2014: hemolysis index ** 12 mg / dl (more than 50) hemolyze; on (B)(6) 2015: hemolysis index ** <15 mg / dl (more than 50) hemolyzed. Colposcopy - on (B)(6) 2014: transformation zone type 3, normal vagina, normal findings. Computerised tomogram - on (B)(6) 2018: linear image of metallic density in uterine fundus, very close to serosa or perhaps even affecting serous part of uterine fundus. Conclusion: it appears the essure device is located in myometrial thickness of uterine fundus, near the serosa. Small amount of soft tissue emphysema in the anterior abdominal wall. Scant pneumoperitoneum; on (B)(6) 2019: IV iodinated contrast: in right adnexal region, a hypodense image of approx. 15 x 20 mm with marked peripheral enhancement, probably related to a corpus luteum cyst. Small (less than 3 mm) hyperdense image suggesting foreign body in lumen of pelvic small bowel loop. Millimeter calcifications in the lesser pelvis (phleboliths, etc.). No other images suggesting radiopaque foreign bodies observed.. Histology - on (B)(6) 2014: endocervical curettage: strips of squamous mucosa with koilocytic changes and cin 1 (lsil) . No glandular neoplasia in-situ (cgin) or infiltrating observed in these samples. Hysteroscopy - on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Magnetic resonance imaging - on (B)(6) 2009: spondylolisthesis l5-s1 grade 1; on (B)(6) 2010: grade I listhesis l5-s1. Diffuse posterolateral right protrusion l5-s1 and deg. Changes with nerve root involvement l5-s1 in lateral recess; on (B)(6) 2014: patellar chondropathy grade I. Synovitis with moderate amount of joint effusion, extends to the recess of the popliteal hiatus. Non-specific etiology. Compatible with quadriceps tendinopathy.; on (B)(6) 2018: left: edema in proximal phalanx of 3rd toe. Soft tissue edema in 3rd toe. In clinical context: it can be of post-traumatic etiology, rheumatic dactylitis, osteomyelitis. Soft tissue edema right: edema at base and diaphysis of 4th metatarsal. In clinical context, possibly of contusive etiology or mechanical overload impression: of rheumatic pathology. Mammogram - on (B)(6) 2014: dense breasts without radiological signs of malignancy. Pathology test - on (B)(6) 2018: bilateral salpingectomy sample 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure) 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis proliferative endometrium. Adenomyosis. Uterine leiomyoma. Cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. Ultrasound breast - on (B)(6) 2014: picture compatible with fibrocystic mastopathy bi-rads 2. Ultrasound scan - on (B)(6) 2018: no alterations. Ultrasound scan vagina - on (B)(6) 2018: uterus with normal characteristics, only the left essure is clearly visible. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical records were provided: essure indication: definitive contraception. Medical history added (menarche. 14, regular menstrual rhythm. Hemorrhagic ovarian cyst. Gravida 3, abortion 1, smoking, anxiety, headaches, dizziness, naprosyn use, lumbalgia, spondylolisthesis l5-s1 grade 1, chalazion, ligament sprains, hpv, cin I, spider veins, tendino- and arthropathy), concomitant drugs and test results were added. The event 'genital bleeding' was specified to 'metrorrhagia'. New event: device breakage based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device located in myometrial thickness of uterine fundus'), fallopian tube perforation ('organ perforation') and device breakage ('small (less than 3 mm) hyperdense image suggesting foreign body in lumen of a pelvic small bowel loop') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty (due to proliferative endometrium and uterine spasms)" on (B)(6) 2009. The patient's medical history included seborrheic keratosis on (B)(6) 2018, contusion (suffered aggression, trauma to right shoulder, with entrance door.) On (B)(6) 2015, weight loss (asthenic, morning vomiting) on (B)(6) 2015, cerebro-asthenic syndrome on (B)(6) 2015, synovitis on (B)(6) 2015, tendinitis (left quadriceps) on (B)(6) 2015, shoulder sprain on (B)(6) 2014, chondropathy on (B)(6) 2014, cervical intraepithelial neoplasia I on (B)(6) 2014, papilloma viral infection (genotypes 16,18 and / or 45. Loop conization in (B)(6) 2014) on(B)(6) 2014, flu on (B)(6) 2014, ligament sprain (after left ankle twist) on (B)(6) 2013, spider vein on (B)(6) 2012, hemorrhagic ovarian cyst on (B)(6) 2009, spondylolisthesis (l5-s1 grade 1) on (B)(6) 2009, lumbalgia in (B)(6) 2009, headache (CT scan unremarkable episodic headache with signs of being caused by tension.) On (B)(6) 2008, dizziness on (B)(6) 2008, appendectomy, fibroadenoma of breast, cervical conisation, endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion), smoker, anxiety, lumboischialgia, multigravida (3), parity 2 (vaginal), elective abortion (1), chalazion, nausea (weekly) and vomiting (weekly). Menarche. 14. Regular menstrual rhythm. Previously administered products included for headache: naprosyn; for an unreported indication: iud from 2007 to (B)(6) 2009. Concurrent conditions included body mass index normal (22.3). Concomitant products included erythromycin from (B)(6) 2010, hydrocortisone since (B)(6) 2010 and triamcinolone since (B)(6) 2009 for chalazion, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan) since (B)(6) 2010, diclofenac since (B)(6) 2010 and paracetamol;tramadol hydrochloride (pazital) since (B)(6) 2010 for lumbalgia, tetrazepam (myolastan) since (B)(6) 2010 for lumbalgia and lumboischialgia, dexamethasone (fortecortin) since (B)(6) 2011, dexketoprofen trometamol (enantyum) since (B)(6) 2011 and metamizole magnesium (nolotil) since (B)(6) 2011 for lumboischialgia and ibuprofen since (B)(6) 2014 for shoulder sprain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On (B)(6) 2009, the patient experienced intermenstrual bleeding ("excessive bleeding, metrorrhagia"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea for 4-5 years") and menstrual disorder ("alterations in her menstruation for 4-5 years"), lasting 4 years. On (B)(6) 2018, the patient experienced device expulsion ("essure device located in myometrial thickness of uterine fundus, x-ray right essure more displaced"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal incomplete"). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain of 12 hours of progression"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints") and complication of device insertion ("placement of essure are performed with difficulty (due to proliferative endometrium and uterine spasms)"). The patient was hospitalized from (B)(6) 2018 and then from (B)(6) 2018. The patient was treated with etoricoxib (arcoxia), paracetamol;tramadol hydrochloride (tramadol/paracetamol), prednisone, simeticone (flatoril) and surgery (bilateral laparoscopic salpingectomy (B)(6) 2018 and total laparoscopic hysterectomy (B)(6) 2018). Essure was removed on (B)(6) -2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device and device expulsion had resolved. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, intermenstrual bleeding, uterine spasm, psoriatic arthropathy, polyarthritis, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, intermenstrual bleeding, menstrual disorder, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2014: 38.8 s. Blood test - on (B)(6) 2014: hemolysis index 12 mg / dl (more than 50) hemolyze; on (B)(6) 2015: hemolysis index <15 mg / dl (more than 50) hemolyzed. Colposcopy - on (B)(6) 2014: transformation zone type 3, normal vagina, normal findings. Computerised tomogram - on (B)(6) 2018: linear image of metallic density in uterine fundus, very close to serosa or perhaps even affecting serous part of uterine fundus. Conclusion: it appears the essure device is located in myometrial thickness of uterine fundus, near the serosa. Small amount of soft tissue emphysema in the anterior abdominal wall. Scant pneumoperitoneum; on (B)(6) 2019: IV iodinated contrast: in right adnexal region, a hypodense image of approx. 15 x 20 mm with marked peripheral enhancement, probably related to a corpus luteum cyst. Small (less than 3 mm) hyperdense image suggesting foreign body in lumen of pelvic small bowel loop. Millimeter calcifications in the lesser pelvis (phleboliths, etc.). No other images suggesting radiopaque foreign bodies observed.. Histology - on (B)(6) 2014: endocervical curettage: strips of squamous mucosa with koilocytic changes and cin 1 (lsil) . No glandular neoplasia in-situ (cgin) or infiltrating observed in these samples. Hysteroscopy - on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Magnetic resonance imaging - on (B)(6) 2009: spondylolisthesis l5-s1 grade 1; she has discomfort in the left ovary area that started after having a MRI.; on (B)(6) 2010: grade I listhesis l5-s1. Diffuse posterolateral right protrusion l5-s1 and deg. Changes with nerve root involvement l5-s1 in lateral recess; on (B)(6) 2014: patellar chondropathy grade I. Synovitis with moderate amount of joint effusion, extends to the recess of the popliteal hiatus. Non-specific etiology. Compatible with quadriceps tendinopathy.; on (B)(6) 2018: left: edema in proximal phalanx of 3rd toe. Soft tissue edema in 3rd toe. In clinical context: it can be of post-traumatic etiology, rheumatic dactylitis, osteomyelitis. Soft tissue edema right: edema at base and diaphysis of 4th metatarsal. In clinical context, possibly of contusive etiology or mechanical overload impression: of rheumatic pathology. Mammogram - on (B)(6) 2014: dense breasts without radiological signs of malignancy. Pathology test - on (B)(6) 2018: bilateral salpingectomy sample 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure) 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure. Whole left essure observed inside the surgical sample. The right salpingectomy was performed afterwards but the essure could not be observed inside the fallopian tube.; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis - proliferative endometrium. - adenomyosis. - uterine leiomyoma. - cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. Physical examination - on (B)(6) 2019: soft non-tender abdomen, pain in hypogastric area with no peritonitis. Pain upon deep palpation. Medical assessment: unspecific complication of procedure. Ultrasound breast - on (B)(6) 2014: picture compatible with fibrocystic mastopathy bi-rads 2. Ultrasound scan - on (B)(6) 2018: no alterations. Ultrasound scan vagina - on (B)(6) 2018: uterus with normal characteristics, only the left essure is clearly visible. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: new informations added: medical history, lab data, treatment drugs and three adverse events (change in menses, dysmenorrhea and hypogastric pain). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device located in myometrial thickness of uterine fundus'), fallopian tube perforation ('organ perforation') and device breakage ('small (less than 3 mm) hyperdense image suggesting foreign body in lumen of a pelvic small bowel loop') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty (due to proliferative endometrium and uterine spasms)" on (B)(6) 2009. The patient's medical history included seborrheic keratosis on (B)(6) 2018, contusion (suffered aggression, trauma to right shoulder, with entrance door.) On (B)(6) 2015, weight loss (asthenic, morning vomiting) on (B)(6) 2015, cerebro-asthenic syndrome on (B)(6) 2015, synovitis on (B)(6) 2015, tendinitis (left quadriceps) on (B)(6) 2015, shoulder sprain on (B)(6) 2014, chondropathy on (B)(6) 2014, papilloma viral infection (genotypes 16,18 and / or 45. Loop conization in apr-2014) on (B)(6) 2014, flu on (B)(6) 2014, ligament sprain (after left ankle twist) on (B)(6) 2013, spider vein on (B)(6) 2012, hemorrhagic ovarian cyst on (B)(6) 2009, spondylolisthesis (l5-s1 grade 1) on (B)(6) 2009, lumbalgia in (B)(6) 2009, headache (CT scan unremarkable. Episodic headache with signs of being caused by tension.) On (B)(6) 2008, dizziness on (B)(6) 2008, appendectomy, fibroadenoma of breast, cervical conisation, endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion), smoker, anxiety, lumboischialgia, multigravida (3), parity 2 (vaginal), elective abortion (1), chalazion, nausea (weekly), vomiting (weekly) and herniated disc. Menarche. 14. Regular menstrual rhythm. Previously administered products included for headache: naprosyn; for an unreported indication: iud from 2007 to (B)(6) 2009. Concurrent conditions included cervical intraepithelial neoplasia I since (B)(6) 2014 and body mass index normal (22.3). Concomitant products included erythromycin from (B)(6) 2010, hydrocortisone since (B)(6) 2010 and triamcinolone since (B)(6) 2009 for chalazion, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan) since (B)(6) 2010, diclofenac since (B)(6) 2010 and paracetamol;tramadol hydrochloride (pazital) since (B)(6) 2010 for lumbalgia, tetrazepam (myolastan) since (B)(6) 2010 for lumbalgia and lumboischialgia, dexamethasone (fortecortin) since (B)(6) 2011, dexketoprofen trometamol (enantyum) since (B)(6) 2011 and metamizole magnesium (nolotil) since (B)(6) 2011 for lumboischialgia and ibuprofen since (B)(6) 2014 for shoulder sprain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On (B)(6) 2009, the patient experienced intermenstrual bleeding ("excessive bleeding, metrorrhagia") and post procedural haemorrhage ("bleeding after removal of the iud and placement of essure"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea for 4-5 years") and menstrual disorder ("alterations in her menstruation for 4-5 years"), lasting 4 years. On (B)(6) 2014, the patient experienced influenza ("flu syndrome"). On (B)(6) 2014, the patient was found to have human papilloma virus test positive ("hpv positive for viruses 16,18 and 45"). On (B)(6) 2014, the patient experienced fibrocystic breast disease ("fibrocystic mastopathy"). On (B)(6) 2018, the patient experienced device expulsion ("essure device located in myometrial thickness of uterine fundus, x-ray right essure more displaced"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal incomplete"). On (B)(6) 2019, the patient experienced procedural pain ("pain in the right iliac fossa"). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain of 12 hours of progression"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints"), complication of device insertion ("placement of essure are performed with difficulty, 2 coils on the left side and 2 on the right. (Due to proliferative endometrium and uterine spasms)"), cervix inflammation ("cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs mild acute and chronic inflammation"), synovitis ("loss of fluid in the joints"), fallopian tube disorder ("fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third"), adenomyosis ("adenomyosis") and uterine cervical metaplasia ("cervix with squamous metaplasia") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was hospitalized from (B)(6) 2018 and then from (B)(6) 2018. The patient was treated with codeine phosphate (codeisan), etoricoxib (arcoxia), ibuprofen, paracetamol, paracetamol;tramadol hydrochloride (tramadol/paracetamol), prednisone, simeticone (flatoril) and surgery (bilateral laparoscopic salpingectomy on (B)(6) 2018 and laparoscopic total hysterectomy (B)(6) 2018 and total laparoscopic hysterectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device and device expulsion had resolved. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, intermenstrual bleeding, uterine spasm, psoriatic arthropathy, polyarthritis, complication of device insertion, complication of device removal, cervix inflammation, synovitis, human papilloma virus test positive, fallopian tube disorder, adenomyosis, uterine leiomyoma, uterine cervical metaplasia, post procedural haemorrhage, influenza, fibrocystic breast disease and procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain lower, adenomyosis, cervix inflammation, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube disorder, fallopian tube perforation, fibrocystic breast disease, human papilloma virus test positive, influenza, intermenstrual bleeding, menstrual disorder, pelvic pain, polyarthritis, post procedural haemorrhage, procedural pain, psoriatic arthropathy, synovitis, uterine cervical metaplasia, uterine leiomyoma and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2014 cervix conization is carried out with a loop with a triangular loop due to mild endocervical dysplasia. On (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, laparoscopic total hysterectomy was performed on (B)(6) 2018 and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. On (B)(6) 2019 she refers pain in the hypogastrium of 12 hours of evolution, she took enantyum, ultrasound normal right ovary free vaginal dome, treatment oral ibuprofen 600mg/8h, oral omeprazole 20 mg/24h. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2014: 38.8 s. Blood test - on (B)(6) 2014: hemolysis index ** 12 mg / dl (more than 50) hemolyze; on (B)(6) 2015: hemolysis index ** <15 mg / dl (more than 50) hemolyzed. Colposcopy - on (B)(6) 2014: type 3 transformation zone, acetowhite zone at 7 in external cervical orifice, it seems to be acetowhite zone in canal around 6; on (B)(6) 2014: transformation zone type 3, normal vagina, normal findings. Computerised tomogram - on (B)(6) 2018: linear image of metallic density in uterine fundus, very close to serosa or perhaps even affecting serous part of uterine fundus. Conclusion: it appears the essure device is located in myometrial thickness of uterine fundus, near the serosa. Small amount of soft tissue emphysema in the anterior abdominal wall. Scant pneumoperitoneum; on (B)(6) 2018: suggestive of an essure device located in the myometrial thickness of the uterine fundus, near the serosa. Emphysema of soft tissues in the anterior abdominal wall, to a small extent. Little pneumoperitoneum. Surgical technical assessment; on (B)(6) 2019: IV iodinated contrast: in right adnexal region, a hypodense image of approx. 15 x 20 mm with marked peripheral enhancement, probably related to a corpus luteum cyst. Small (less than 3 mm) hyperdense image suggesting foreign body in lumen of pelvic small bowel loop. Millimeter calcifications in the lesser pelvis (phleboliths, etc.). No other images suggesting radiopaque foreign bodies observed. Histology - on (B)(6) 2014: endocervical curettage: strips of squamous mucosa with koilocytic changes and cin 1 (lsil) . No glandular neoplasia in-situ (cgin) or infiltrating observed in these samples. Hysteroscopy - on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications; on (B)(6) 2018: hysteroscopy is performed in a second stage without difficulty, observing a normal internal cavity, with the 2 ostia visible and without any macroscopic lesion or foreign body present. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Magnetic resonance imaging - on (B)(6) 2009: spondylolisthesis l5-s1 grade 1; she has discomfort in the left ovary area that started after having a MRI.; on (B)(6) 2010: grade I listhesis l5-s1. Diffuse posterolateral right protrusion l5-s1 and deg. Changes with nerve root involvement l5-s1 in lateral recess; on (B)(6) 2014: patellar chondropathy grade I. Synovitis with moderate amount of joint effusion, extends to the recess of the popliteal hiatus. Non-specific etiology. Compatible with quadriceps tendinopathy.; on (B)(6) 2018: left: edema in proximal phalanx of 3rd toe. Soft tissue edema in 3rd toe. In clinical context: it can be of post-traumatic etiology, rheumatic dactylitis, osteomyelitis. Soft tissue edema. Right: edema at base and diaphysis of 4th metatarsal. In clinical context, possibly of contusive etiology or mechanical overload impression: of rheumatic pathology. Mammogram - on (B)(6) 2014: dense breasts without radiological signs of malignancy, bi-rads category 0; on (B)(6) 2014: breast ultrasound with a picture compatible with fibrocystic mastopathy. Bi-rads 2. Pathology test - on (B)(6) 2014: endocervix, curettage / biopsy bx cervix, macroscopic description: multiple 25 mm clustered fragments with a mucoid appearance. Total inclusion in 1 capsule. Diagnosis endocervical curettage: mucoid material and endocervical glands, strips of squamous mucosa with koilocytic changes and cin 1 (lsil) are observed, no glandular neoplasia in-situ (cgin) or infiltrating is observed in these samples; on (B)(6) 2014: endocervical curettage of cin1 and hpv positive for viruses 16,18 and 45; on (B)(6) 2014: the pathological anatomy of the conization reported cin 1 with minimal endocervical focus of cin 2, free edges, negative endocervical curettage; on 11-nov-2014: the pathological anatomy of the conization was normal; on (B)(6) 2014: papillomavirus negative; on (B)(6) 2016: the pathological anatomy of the conization was normal; on (B)(6) 2016: papillomavirus negative; on (B)(6) 2018: bilateral salpingectomy sample 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure) 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure. Whole left essure observed inside the surgical sample. The right salpingectomy was performed afterwards but the essure could not be observed inside the fallopian tube.; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis proliferative endometrium. Adenomyosis. Uterine leiomyoma. Cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation; on (B)(6) 2019: bilateral salpingectomy specimen: fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third probably related to intraluminal foreign body accommodation (essure). Fresh hematic extravasation in the wall of the middle third of the tube without essure, probably related to a surgical procedure. Uterus (hysterectomy), with myometrial presence of metallic material, proliferative endometrium, adenomyosis, uterine leiomyoma, cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. Physical examination - on (B)(6) 2019: soft non-tender abdomen, pain in hypogastric area with no peritonitis. Pain upon deep palpation. Medical assessment: unspecific complication of procedure; on (B)(6) 2019: depressible soft abdomen pain at the level of the right trocar entry scar, depressible. Smear test - on (B)(6) 2014: low grade squamous lesion; on (B)(6) 2014: benign cytology (negative for malignancy), smear consistent with age, bacterial flora of habitual appearance; on (B)(6) 2016: negative cytology for intraepithelial injury and/ or malignity. Ultrasound breast - on(B)(6) 2014: picture compatible with fibrocystic mastopathy bi-rads 2. Ultrasound scan - on (B)(6) 2018: no alterations. Ultrasound scan vagina - on (B)(6) 2018: uterus with normal characteristics, only the left essure is clearly visible; on (B)(6) 2019: normal ovaries, free vaginal vault. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2021: the follow information were updated medical history, lab test, other treatment products, cervix inflammation , synovitis, human papilloma virus test positive , adenomyosis, uterine cervical metaplasia, fallopian tube fibroid, post procedural bleeding, flu syndrome, fibrocystic breast disease. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device located in myometrial thickness of uterine fundus'), device breakage ('small (less than 3 mm) hyperdense image suggesting foreign body in lumen of a pelvic small bowel loop'), gastrointestinal injury ('foreign body in lumen of a pelvic small bowel loop') and device dislocation ('foreign body out of fallopian tube') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty (due to proliferative endometrium and uterine spasms)" on (B)(6) 2009, complication of device removal "essure removal incomplete" on (B)(6) 2018 and complication of device insertion "placement of essure are performed with difficulty, 2 coils on the left side and 2 on the right. (Due to proliferative endometrium and uterine spasms)". The patient's medical history included seborrheic keratosis on (B)(6) 2018, contusion (suffered aggression, trauma to right shoulder, with entrance door.) On (B)(6) 2015, weight loss (asthenic, morning vomiting) on (B)(6) 2015, cerebro-asthenic syndrome on (B)(6) 2015, synovitis on (B)(6) 2015, tendinitis (left quadriceps) on (B)(6) 2015, shoulder sprain on (B)(6) 2014, chondropathy on (B)(6) 2014, papilloma viral infection (genotypes 16,18 and / or 45. Loop conization in (B)(6) 2014) on (B)(6) 2014, flu on (B)(6) 2014, ligament sprain (after left ankle twist) on (B)(6) 2013, spider vein on (B)(6) 2012, hemorrhagic ovarian cyst on (B)(6) 2009, spondylolisthesis (l5-s1 grade 1) on (B)(6) 2009, lumbalgia in (B)(6) 2009, headache (CT scan unremarkable episodic headache with signs of being caused by tension.) On (B)(6) 2008, dizziness on (B)(6) 2008, appendectomy, fibroadenoma of breast, cervical conisation, endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion), smoker, anxiety, lumboischialgia, multigravida (3), parity 2 (vaginal), elective abortion (1), chalazion, nausea (weekly), vomiting (weekly) and herniated disc. Menarche. 14. Regular menstrual rhythm. Previously administered products included for headache: naprosyn; for an unreported indication: iud from 2007 to (B)(6) 2009. Concurrent conditions included cervical intraepithelial neoplasia I since (B)(6) 2014 and body mass index normal (22.3). Concomitant products included erythromycin from (B)(6) 2010 to (B)(6) 2010, hydrocortisone since (B)(6) 2010 and triamcinolone since (B)(6) 2009 for chalazion, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan) since (B)(6) 2010, diclofenac since (B)(6) 2010 and paracetamol;tramadol hydrochloride (pazital) since (B)(6) 2010 for lumbalgia, tetrazepam (myolastan) since (B)(6) 2010 for lumbalgia and lumboischialgia, dexamethasone (fortecortin) since (B)(6) 2011, dexketoprofen trometamol (enantyum) since (B)(6) 2011 and metamizole magnesium (nolotil) since (B)(6) 2011 for lumboischialgia and ibuprofen since (B)(6) 2014 for shoulder sprain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On (B)(6) 2009, the patient experienced intermenstrual bleeding ("excessive bleeding, metrorrhagia") and post procedural haemorrhage ("bleeding after removal of the iud and placement of essure"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea for 4-5 years") and menstrual disorder ("alterations in her menstruation for 4-5 years"), lasting 4 years. On (B)(6) 2014, the patient experienced influenza ("flu syndrome"). On (B)(6) 2014, the patient was found to have human papilloma virus test positive ("hpv positive for viruses 16,18 and 45"). On (B)(6) 2014, the patient experienced fibrocystic breast disease ("fibrocystic mastopathy"). On (B)(6) 2018, the patient experienced device expulsion ("x-ray right essure more displaced in uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced procedural pain ("pain in the right iliac fossa after removal surgery"). On (B)(6) 2019, the patient experienced gastrointestinal injury (seriousness criteria hospitalization and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain of 12 hours of progression"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), fallopian tube disorder ("fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third"), adenomyosis ("adenomyosis"), uterine cervical metaplasia ("cervix with squamous metaplasia"), cervix inflammation ("cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs mild acute and chronic inflammation"), arthritis ("inflammation and loss of synovial fluids from her joints"), synovitis ("loss of fluid in the joints"), polyarthritis ("inflammation and loss of fluid in the joints") and psoriatic arthropathy ("psoriatic arthritis") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with codeine phosphate (codeisan), etoricoxib (arcoxia), ibuprofen, paracetamol, paracetamol;tramadol hydrochloride (tramadol/paracetamol), prednisone, simeticone (flatoril) and surgery (bilateral laparoscopic salpingectomy on (B)(6) 2018, cervix conization with a loop with a triangular loop on (B)(6) 2014 and total laparoscopic hysterectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the embedded device and device expulsion had resolved. At the time of the report, the device breakage, gastrointestinal injury, device dislocation, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, intermenstrual bleeding, uterine spasm, fallopian tube disorder, adenomyosis, uterine leiomyoma, uterine cervical metaplasia, cervix inflammation, human papilloma virus test positive, post procedural haemorrhage, procedural pain, influenza, fibrocystic breast disease, arthritis, synovitis, polyarthritis and psoriatic arthropathy outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, arthritis, cervix inflammation, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube disorder, fibrocystic breast disease, gastrointestinal injury, human papilloma virus test positive, influenza, intermenstrual bleeding, menstrual disorder, pelvic pain, polyarthritis, post procedural haemorrhage, procedural pain, psoriatic arthropathy, synovitis, uterine cervical metaplasia, uterine leiomyoma and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample, the surgery lasted 4 hours. Subsequently, laparoscopic total hysterectomy is performed without incidents on (B)(6) 2018 and the presence of the essure device was not detected within the tube. On (B)(6) 2019 she refers pain in the hypogastrium of 12 hours of evolution, she took enantyum, ultrasound normal right ovary free vaginal dome, treatment oral ibuprofen 600mg/8h, oral omeprazole 20 mg/24h. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2014: 38.8 s. Blood test - on (B)(6) 2014: hemolysis index ** 12 mg / dl (more than 50) hemolyze; on (B)(6) 2015: hemolysis index ** <15 mg / dl (more than 50) hemolyzed. Colposcopy - on (B)(6) 2014: type 3 transformation zone, acetowhite zone at 7 in external cervical orifice, it seems to be acetowhite zone in canal around 6; on (B)(6) 2014: transformation zone type 3, normal vagina, normal findings. Computerised tomogram - on (B)(6) 2018: linear image of metallic density in uterine fundus, very close to serosa or perhaps even affecting serous part of uterine fundus. Conclusion: it appears the essure device is located in myometrial thickness of uterine fundus, near the serosa. Small amount of soft tissue emphysema in the anterior abdominal wall. Scant pneumoperitoneum / suggestive of an essure device located in the myometrial thickness of the uterine fundus, near the serosa. Emphysema of soft tissues in the anterior abdominal wall, to a small extent. Little pneumoperitoneum; on (B)(6) 2019: IV iodinated contrast: in right adnexal region, a hypodense image of approx. 15 x 20 mm with marked peripheral enhancement, probably related to a corpus luteum cyst. Small (less than 3 mm) hyperdense image suggesting foreign body in lumen of pelvic small bowel loop. Millimeter calcifications in the lesser pelvis (phleboliths, etc). No other images suggesting radiopaque foreign bodies observed. Histology - on (B)(6) 2014: endocervical curettage: strips of squamous mucosa with koilocytic changes and cin 1 (lsil) . No glandular neoplasia in-situ (cgin) or infiltrating observed in these samples. Hysteroscopy - on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications; on (B)(6) 2018: hysteroscopy is performed in a second stage without difficulty, observing a normal internal cavity, with the 2 ostia visible and without any macroscopic lesion or foreign body present. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Magnetic resonance imaging - on (B)(6) 2009: spondylolisthesis l5-s1 grade 1; she has discomfort in the left ovary area that started after having a MRI.; on (B)(6) 2010: grade I listhesis l5-s1. Diffuse posterolateral right protrusion l5-s1 and deg. Changes with nerve root involvement l5-s1 in lateral recess; on (B)(6) 2014: patellar chondropathy grade I. Synovitis with moderate amount of joint effusion, extends to the recess of the popliteal hiatus. Non-specific etiology. Compatible with quadriceps tendinopathy.; on (B)(6) 2018: left: edema in proximal phalanx of 3rd toe. Soft tissue edema in 3rd toe. In clinical context: it can be of post-traumatic etiology, rheumatic dactylitis, osteomyelitis. Soft tissue edema. Right: edema at base and diaphysis of 4th metatarsal. In clinical context, possibly of contusive etiology or mechanical overload. Impression: of rheumatic pathology. Mammogram - on (B)(6) 2014: dense breasts without radiological signs of malignancy, bi-rads category 0; on (B)(6) 2014: breast ultrasound with a picture compatible with fibrocystic mastopathy. Bi-rads 2. Pathology test - on (B)(6) 2014: endocervix, curettage / biopsy bx cervix, macroscopic description: multiple 25 mm clustered fragments with a mucoid appearance. Total inclusion in 1 capsule. Diagnosis endocervical curettage: mucoid material and endocervical glands, strips of squamous mucosa with koilocytic changes and cin 1 (lsil) are observed, no glandular neoplasia in-situ (cgin) or infiltrating is observed in these samples; on (B)(6) 2014: endocervical curettage of cin1 and hpv positive for viruses 16,18 and 45; on (B)(6) 2014: the pathological anatomy of the conization reported cin 1 with minimal endocervical focus of cin 2, free edges, negative endocervical curettage; on (B)(6) 2014: the pathological anatomy of the conization was normal; on (B)(6) 2014: papillomavirus negative; on (B)(6) 2016: the pathological anatomy of the conization was normal; on (B)(6) 2016: papillomavirus negative; on (B)(6) 2018: bilateral salpingectomy sample: 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure); 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure. Whole left essure observed inside the surgical sample. The right salpingectomy was performed afterwards but the essure could not be observed inside the fallopian tube; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis: - proliferative endometrium, - adenomyosis, - uterine leiomyoma, - cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation; on (B)(6) 2019: bilateral salpingectomy specimen: fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third probably related to intraluminal foreign body accommodation (essure). Fresh hematic extravasation in the wall of the middle third of the tube without essure, probably related to a surgical procedure. Uterus (hysterectomy), with myometrial presence of metallic material, proliferative endometrium, adenomyosis, uterine leiomyoma, cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. Physical examination - on (B)(6) 2019: depressible soft abdomen pain at the level of the right trocar entry scar, depressible; on (B)(6) 2019: soft non-tender abdomen, pain in hypogastric area with no peritonitis. Pain upon deep palpation. Medical assessment: unspecific complication of procedure. Smear test - on (B)(6) 2014: low grade squamous lesion; on (B)(6) 2014: benign cytology (negative for malignancy), smear consistent with age, bacterial flora of habitual appearance; on (B)(6) 2016: negative cytology for intraepithelial injury and/ or malignity. Ultrasound breast - on (B)(6) 2014: picture compatible with fibrocystic mastopathy bi-rads 2. Ultrasound scan - on (B)(6) 2018: no alterations. Ultrasound scan vagina - on (B)(6) 2018: uterus with normal characteristics, only the left essure is clearly visible; on (B)(6) 2019: normal ovaries, free vaginal vault. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: new event added joint inflammation. Unspecific event organ perforation now replaced with specific description foreign body in lumen of a pelvic small bowel loop (interpreted also as extra-tubal dislocation), diagnosis date (B)(6) 2019, outcome updated from resolved to unknown. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device located in myometrial thickness of uterine fundus'), device breakage ('small (less than 3 mm) hyperdense image suggesting foreign body in lumen of a pelvic small bowel loop'), gastrointestinal injury ('foreign body in lumen of a pelvic small bowel loop') and device dislocation ('foreign body out of fallopian tube') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty (due to proliferative endometrium and uterine spasms)" on (B)(6) 2009, complication of device removal "essure removal incomplete" on (B)(6) 2018 and complication of device insertion "placement of essure are performed with difficulty, 2 coils on the left side and 2 on the right. (Due to proliferative endometrium and uterine spasms)". The patient's medical history included seborrheic keratosis on (B)(6) 2018, contusion (suffered aggression, trauma to right shoulder, with entrance door.) On (B)(6) 2015, weight loss (asthenic, morning vomiting) on (B)(6) 2015, cerebro-asthenic syndrome on (B)(6) 2015, synovitis on (B)(6) 2015, tendinitis (left quadriceps) on (B)(6) 2015, shoulder sprain on (B)(6) 2014, chondropathy on (B)(6) 2014, papilloma viral infection (genotypes 16,18 and / or 45. Loop conization in apr-2014) on (B)(6) 2014, flu on (B)(6) 2014, ligament sprain (after left ankle twist) on (B)(6) 2013, spider vein on (B)(6) 2012, hemorrhagic ovarian cyst on (B)(6) 2009, spondylolisthesis (l5-s1 grade 1) on (B)(6) 2009, lumbalgia in (B)(6) 2009, headache (CT scan unremarkable episodic headache with signs of being caused by tension.) On (B)(6) 2008, dizziness on (B)(6) 2008, appendectomy, fibroadenoma of breast, cervical conisation, endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion), smoker, anxiety, lumboischialgia, multigravida (3), parity 2 (vaginal), elective abortion (1), chalazion, nausea (weekly), vomiting (weekly) and herniated disc. Menarche. 14. Regular menstrual rhythm. Previously administered products included for headache: naprosyn; for an unreported indication: iud from 2007 to (B)(6) 2009. Concurrent conditions included cervical intraepithelial neoplasia I since (B)(6) 2014 and body mass index normal (22.3). Concomitant products included erythromycin from (B)(6) 2010, hydrocortisone since (B)(6) 2010 and triamcinolone since (B)(6) 2009 for chalazion, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan) since (B)(6) 2010, diclofenac since (B)(6) 2010 and paracetamol;tramadol hydrochloride (pazital) since (B)(6) 2010 for lumbalgia, tetrazepam (myolastan) since (B)(6) 2010 for lumbalgia and lumboischialgia, dexamethasone (fortecortin) since (B)(6) 2011, dexketoprofen trometamol (enantyum) since (B)(6) 2011 and metamizole magnesium (nolotil) since (B)(6) 2011 for lumboischialgia and ibuprofen since (B)(6) 2014 for shoulder sprain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On (B)(6) 2009, the patient experienced intermenstrual bleeding ("excessive bleeding, metrorrhagia") and post procedural haemorrhage ("bleeding after removal of the iud and placement of essure"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea for 4-5 years") and menstrual disorder ("alterations in her menstruation for 4-5 years"), lasting 4 years. On (B)(6) 2014, the patient experienced influenza ("flu syndrome"). On (B)(6) 2014, the patient was found to have human papilloma virus test positive ("hpv positive for viruses 16,18 and 45"). On (B)(6) 2014, the patient experienced fibrocystic breast disease ("fibrocystic mastopathy"). On (B)(6) 2018, the patient experienced device expulsion ("x-ray right essure more displaced in uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced procedural pain ("pain in the right iliac fossa after removal surgery"). On (B)(6) 2019, the patient experienced gastrointestinal injury (seriousness criteria hospitalization and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain of 12 hours of progression"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), fallopian tube disorder ("fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third"), adenomyosis ("adenomyosis"), uterine cervical metaplasia ("cervix with squamous metaplasia"), cervix inflammation ("cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs mild acute and chronic inflammation"), arthritis ("inflammation and loss of synovial fluids from her joints"), synovitis ("loss of fluid in the joints"), polyarthritis ("inflammation and loss of fluid in the joints") and psoriatic arthropathy ("psoriatic arthritis") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was hospitalized from (B)(6) 2018 and then from (B)(6) 2018. The patient was treated with codeine phosphate (codeisan), etoricoxib (arcoxia), ibuprofen, paracetamol, paracetamol;tramadol hydrochloride (tramadol/paracetamol), prednisone, simeticone (flatoril) and surgery (bilateral laparoscopic salpingectomy on (B)(6) 2018, cervix conization with a loop with a triangular loop on (B)(6) 2014 and total laparoscopic hysterectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the embedded device and device expulsion had resolved. At the time of the report, the device breakage, gastrointestinal injury, device dislocation, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, intermenstrual bleeding, uterine spasm, fallopian tube disorder, adenomyosis, uterine leiomyoma, uterine cervical metaplasia, cervix inflammation, human papilloma virus test positive, post procedural haemorrhage, procedural pain, influenza, fibrocystic breast disease, arthritis, synovitis, polyarthritis and psoriatic arthropathy outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, arthritis, cervix inflammation, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube disorder, fibrocystic breast disease, gastrointestinal injury, human papilloma virus test positive, influenza, intermenstrual bleeding, menstrual disorder, pelvic pain, polyarthritis, post procedural haemorrhage, procedural pain, psoriatic arthropathy, synovitis, uterine cervical metaplasia, uterine leiomyoma and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample, the surgery lasted 4 hours. Subsequently, laparoscopic total hysterectomy is performed without incidents on (B)(6) 2018 and the presence of the essure device was not detected within the tube. On (B)(6) 2019 she refers pain in the hypogastrium of 12 hours of evolution, she took enantyum, ultrasound normal right ovary free vaginal dome, treatment oral ibuprofen 600mg/8h, oral omeprazole 20 mg/24h. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (26 - 36 s) - on 19-mar-2014: 38.8 s. Blood test - on (B)(6) 2014: hemolysis index ** 12 mg / dl (more than 50) hemolyze; on (B)(6) 2015: hemolysis index ** <15 mg / dl (more than 50) hemolyzed. Colposcopy - on (B)(6) 2014: type 3 transformation zone, acetowhite zone at 7 in external cervical orifice, it seems to be acetowhite zone in canal around 6; on (B)(6) 2014: transformation zone type 3, normal vagina, normal findings. Computerised tomogram - on 03-dec-2018: linear image of metallic density in uterine fundus, very close to serosa or perhaps even affecting serous part of uterine fundus. Conclusion: it appears the essure device is located in myometrial thickness of uterine fundus, near the serosa. Small amount of soft tissue emphysema in the anterior abdominal wall. Scant pneumoperitoneum / suggestive of an essure device located in the myometrial thickness of the uterine fundus, near the serosa. Emphysema of soft tissues in the anterior abdominal wall, to a small extent. Little pneumoperitoneum; on (B)(6) 2019: IV iodinated contrast: in right adnexal region, a hypodense image of approx. 15 x 20 mm with marked peripheral enhancement, probably related to a corpus luteum cyst. Small (less than 3 mm) hyperdense image suggesting foreign body in lumen of pelvic small bowel loop. Millimeter calcifications in the lesser pelvis (phleboliths, etc). No other images suggesting radiopaque foreign bodies observed. Histology - on (B)(6) 2014: endocervical curettage: strips of squamous mucosa with koilocytic changes and cin 1 (lsil) . No glandular neoplasia in-situ (cgin) or infiltrating observed in these samples. Hysteroscopy - on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications; on (B)(6) 2018: hysteroscopy is performed in a second stage without difficulty, observing a normal internal cavity, with the 2 ostia visible and without any macroscopic lesion or foreign body present. Laparoscopy - on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Magnetic resonance imaging - on (B)(6) 2009: spondylolisthesis l5-s1 grade 1; she has discomfort in the left ovary area that started after having a MRI.; on (B)(6) 2010: grade I listhesis l5-s1. Diffuse posterolateral right protrusion l5-s1 and deg. Changes with nerve root involvement l5-s1 in lateral recess; on (B)(6) 2014: patellar chondropathy grade I. Synovitis with moderate amount of joint effusion, extends to the recess of the popliteal hiatus. Non-specific etiology. Compatible with quadriceps tendinopathy.; on (B)(6) 2018: left: edema in proximal phalanx of 3rd toe. Soft tissue edema in 3rd toe. In clinical context: it can be of post-traumatic etiology, rheumatic dactylitis, osteomyelitis. Soft tissue edema. Right: edema at base and diaphysis of 4th metatarsal. In clinical context, possibly of contusive etiology or mechanical overload. Impression: of rheumatic pathology. Mammogram - on (B)(6) 2014: dense breasts without radiological signs of malignancy, bi-rads category 0; on (B)(6) 2014: breast ultrasound with a picture compatible with fibrocystic mastopathy. Bi-rads 2. Pathology test - on (B)(6) 2014: endocervix, curettage / biopsy bx cervix, macroscopic description: multiple 25 mm clustered fragments with a mucoid appearance. Total inclusion in 1 capsule. Diagnosis endocervical curettage: mucoid material and endocervical glands, strips of squamous mucosa with koilocytic changes and cin 1 (lsil) are observed, no glandular neoplasia in-situ (cgin) or infiltrating is observed in these samples; on (B)(6) 2014: endocervical curettage of cin1 and hpv positive for viruses 16,18 and 45; on (B)(6) 2014: the pathological anatomy of the conization reported cin 1 with minimal endocervical focus of cin 2, free edges, negative endocervical curettage; on (B)(6) 2014: the pathological anatomy of the conization was normal; on (B)(6) 2014: papillomavirus negative; on (B)(6) 2016: the pathological anatomy of the conization was normal; on (B)(6) 2016: papillomavirus negative; on (B)(6) 2018: bilateral salpingectomy sample: 1. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure); 2. Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure. Whole left essure observed inside the surgical sample. The right salpingectomy was performed afterwards but the essure could not be observed inside the fallopian tube; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis: - proliferative endometrium, - adenomyosis, - uterine leiomyoma, - cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation; on (B)(6) 2019: bilateral salpingectomy specimen: fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third probably related to intraluminal foreign body accommodation (essure). Fresh hematic extravasation in the wall of the middle third of the tube without essure, probably related to a surgical procedure. Uterus (hysterectomy), with myometrial presence of metallic material, proliferative endometrium, adenomyosis, uterine leiomyoma, cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. Physical examination - on 10-jan-2019: depressible soft abdomen pain at the level of the right trocar entry scar, depressible; on (B)(6) 2019: soft non-tender abdomen, pain in hypogastric area with no peritonitis. Pain upon deep palpation. Medical assessment: unspecific complication of procedure. Smear test - on (B)(6) 2014: low grade squamous lesion; on (B)(6) 2014: benign cytology (negative for malignancy), smear consistent with age, bacterial flora of habitual appearance; on (B)(6) 2016: negative cytology for intraepithelial injury and/ or malignity. Ultrasound breast - on (B)(6) 2014: picture compatible with fibrocystic mastopathy bi-rads 2. Ultrasound scan - on (B)(6) 2018: no alterations. Ultrasound scan vagina - on (B)(6) 2018: uterus with normal characteristics, only the left essure is clearly visible; on (B)(6) 2019: normal ovaries, free vaginal vault. X-ray - on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device located in myometrial thickness of uterine fundus'), fallopian tube perforation ('organ perforation') and device breakage ('small (less than 3 mm) hyperdense image suggesting foreign body in lumen of a pelvic small bowel loop') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of essure are performed with difficulty" on (B)(6) 2009. The patient's medical history included seborrheic keratosis on (B)(6) 2018, contusion (suffered aggression, trauma to right shoulder, with entrance door.) On (B)(6) 2015, weight loss (asthenic, morning vomiting) on (B)(6) 2015, cerebro-asthenic syndrome on (B)(6) 2015, synovitis on (B)(6) 2015, tendinitis (left quadriceps) on (B)(6) 2015, shoulder sprain on (B)(6) 2014, chondropathy on (B)(6) 2014, cervical intraepithelial neoplasia I on (B)(6) 2014, papilloma viral infection (genotypes 16,18 and/or 45. Loop conization in (B)(6) 2014) on (B)(6) 2014, flu on (B)(6) 2014, ligament sprain (after left ankle twist) on (B)(6) 2013, spider vein on (B)(6) 2012, hemorrhagic ovarian cyst on (B)(6) 2009, spondylolisthesis (l5-s1 grade 1) on (B)(6) 2009, lumbalgia in (B)(6) 2009, headache (CT scan unremarkable) on (B)(6) 2008, dizziness on (B)(6) 2008, appendectomy, fibroadenoma of breast, cervical conisation, endometrial disorder (frayed endometrium observed at hysteroscopy for essure insertion), smoker, anxiety, lumboischialgia, multigravida (3), parity 2 (vaginal), elective abortion (1) and chalazion. Menarche. Regular menstrual rhythm. Previously administered products included for headache: naprosyn; for an unreported indication: iud from 2007 to (B)(6) 2009. Concurrent conditions included body mass index normal (22.3). Concomitant products included erythromycin from (B)(6) 2010 to (B)(6) 2010, hydrocortisone since (B)(6) 2010 and triamcinolone since (B)(6) 2009 for chalazion, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan) since (B)(6) 2010, diclofenac since (B)(6) 2010 and paracetamol;tramadol hydrochloride (pazital) since (B)(6) 2010 for lumbalgia, tetrazepam (myolastan) since (B)(6) 2010 for lumbalgia and lumboischialgia, dexamethasone (fortecortin) since (B)(6) 2011, dexketoprofen trometamol (enantyum) since (B)(6) 2011 and metamizole magnesium (nolotil) since (B)(6) 2011 for lumboischialgia and ibuprofen since (B)(6) 2014 for shoulder sprain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine spasm ("uterine spasm"). On (B)(6) 2009, the patient experienced metrorrhagia ("excessive bleeding, metrorrhagia"). On (B)(6) 2018, the patient experienced device expulsion ("essure device located in myometrial thickness of uterine fundus, x-ray right essure more displaced"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal incomplete"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), psoriatic arthropathy ("psoriatic arthritis"), polyarthritis ("inflammation and loss of fluid in the joints") and complication of device insertion ("placement of essure are performed with difficulty"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with etoricoxib (arcoxia), prednisone and surgery (bilateral laparoscopic salpingectomy (B)(6) 2018 and total laparoscopic hysterectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. On (B)(6) 2018, the embedded device and device expulsion had resolved. At the time of the report, the device breakage, complication of device removal, pelvic pain, metrorrhagia, uterine spasm, psoriatic arthropathy, polyarthritis and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered complication of device removal, device breakage, device expulsion, embedded device, fallopian tube perforation, metrorrhagia, pelvic pain, polyarthritis, psoriatic arthropathy and uterine spasm to be related to essure. The reporter commented: on (B)(6) 2018 a bilateral salpingectomy is performed, observing the complete presence of the left essure device in the surgical sample. Subsequently, a right salpingectomy was performed and the presence of the essure device was not detected within the tube. For this reason, x-rays is requested, and by means of intraoperative radiography the persistent essure device is suspected to be within the uterus. During a second stage, a diagnostic hysteroscopy is performed without difficulty, observing a normal internal cavity with both ostia are visible and without any macroscopic lesion or foreign body present. Abdominal computerised axial tomography is performed: it appears that the essure device is located in the myometrial thickness of the uterine fundus, near the serosa. Total hysterectomy is performed by means of laparoscopy without incidents on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2014: 38.8 s. Blood test- on (B)(6) 2014: hemolysis index : 12 mg/dl (more than 50) hemolyze; (B)(6) 2015: hemolysis index : <15 mg dl (more than 50) hemolyzed. Colposcopy- on (B)(6) 2014: transformation zone type 3, normal vagina, normal findings. Computerised tomogram- on (B)(6) 2018: linear image of metallic density in uterine fundus, very close to serosa or perhaps even affecting serous part of uterine fundus. Conclusion: it appears the essure device is located in myometrial thickness of uterine fundus, near the serosa. Small amount of soft tissue emphysema in the anterior abdominal wall. Scant pneumoperitoneum; on (B)(6) 2019: IV iodinated contrast: in right adnexal region, a hypodense image of approx. 15 x 20 mm with marked peripheral enhancement, probably related to a corpus luteum cyst. Small (less than 3 mm) hyperdense image suggesting foreign body in lumen of pelvic small bowel loop. Millimeter calcifications in the lesser pelvis (phleboliths, etc.). No other images suggesting radiopaque foreign bodies observed. Histology- on (B)(6) 2014: endocervical curettage: strips of squamous mucosa with koilocytic changes and cin 1 (lsil) . No glandular neoplasia in-situ (cgin) or infiltrating observed in these samples. Hysteroscopy- on (B)(6) 2009: intrauterine device removal and subsequent placement of essure devices performed with difficulties due to frayed endometrium and uterine spams. Two coils on the left and 2 on the right, no complications. Laparoscopy- on (B)(6) 2018: laparoscopy and hysteroscopy findings: macroscopically normal pelvic cavity. Strictly normal pelvic cavity. Magnetic resonance imaging- on (B)(6) 2009: spondylolisthesis l5-s1 grade 1; on (B)(6) 2010: grade I listhesis l5-s1. Diffuse posterolateral right protrusion l5-s1 and deg. Changes with nerve root involvement l5-s1 in lateral recess; on (B)(6) 2014: patellar chondropathy grade I. Synovitis with moderate amount of joint effusion, extends to the recess of the popliteal hiatus. Non-specific etiology. Compatible with quadriceps tendinopathy.; on (B)(6)2018: left: edema in proximal phalanx of 3rd toe. Soft tissue edema in 3rd toe. In clinical context: it can be of post-traumatic etiology, rheumatic dactylitis, osteomyelitis. Soft tissue edema. Right: edema at base and diaphysis of 4th metatarsal. In clinical context, possibly of contusive etiology or mechanical overload. Impression: of rheumatic pathology. Mammogram- on (B)(6) 2014: dense breasts without radiological signs of malignancy.. Pathology test- on (B)(6) 2018: bilateral salpingectomy sample. Fibrosis of the wall with focal atrophy of the tubal epithelium in the proximal third, probably related to having a intraluminal foreign body (essure). Fresh hematic extravasation in the wall of the middle section of the tube without essure device, probably connected to the surgical procedure; on (B)(6) 2018: uterus (hysterectomy sample): sample of 8x2.5x3.5 cm maximum dimensions and 103.38 grams, without tubes or ovaries. After performing serial sectioning in the uterine fundus, a metallic device of intramural localization is observed. A lesion with a max. Diameter of 5 mm is observed, well delimited, whitish in color, of semi-firm and whorled aspect. Diagnosis: proliferative endometrium. Adenomyosis. Uterine leiomyoma. Cervix with squamous metaplasia, focal superficial epithelial denudation associated with signs of bleeding and mild acute and chronic inflammation. Ultrasound breast- on (B)(6) 2014: picture compatible with fibrocystic mastopathy bi-rads 2. Ultrasound scan- on (B)(6) 2018: no alterations. Ultrasound scan vagina- on (B)(6) 2018: uterus with normal characteristics, only the left essure is clearly visible. X-ray- on (B)(6) 2018: intraoperative radiography: persistent essure device is suspected to be within the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.